Manufacturer narrative:
H1/h2: the information reported to gore indicates that the gore® acuseal vascular graft was used as an arteriovenous access graft for dialysis and was cannulated several times. Reportedly, the infection of the viabahn® device was related to the cannulation of the graft. Therefore the available information does not reasonably suggest a potential malfunction with respect to viabahn® device performance or product packaging and/or labeling issue has occurred. The reported infection represents a known complication or adverse event that can occur when cannulating grafts combined with stent-graft endovascular devices and can arise as a result of a multitude of factors, including cannulation techniques, post-operative follow-up and treatment regimen and patient-related risk factors. In the instructions for use the following is stated: possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: infection. Therefore the reported event no longer meets the criteria of a reportable incident and will therefore be closed as a non-reportable incident.

Event description:
The following was reported to gore from the viedoc study database: on (B)(6) 2023, this 71-year-old patient underwent implantation of a gore® viabahn® endoprosthesis with propaten bioactive surface in the left upper arm. There were no adverse events during this procedure. On (B)(6) 2023, the patient was noted to have an infection of the graft and the vsx device. On (B)(6) 2023, the patient had a surgical reintervention. The gore® viabahn® endoprosthesis with propaten bioactive surface was explanted as part of the reintervention. The patient was discharged home on (B)(6) 2023.

Manufacturer narrative:
Section c1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.